Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday they leaned over and felt "a pulse in my back and I went to the ER but they couldn't find anything and I am getting shocks right around the battery pack area". Pt says they turned the therapy off but they still feel this, depending on how they move. They said if "I lean too far back on the recliner I feel like a tingling and I got out of the shower and I felt it, it all depends on how I move". Pt says they haven't had any falls or trauma, except for yesterday when they leaned over to pick up their granddaughter out of their pack and play, and then "heard this loud pop in my mid thoracic area and ever since then its been a mess". Pt says the ER did a thoracic xray "but didn't do a lumbar one but they said everything looks good for the thoracic area". The patient was redirected to their healthcare provider to further address the issue. Pt says they called hcp and someone there said they would talk to dr moosey but was told to call pats in the meantime. I again redirected to hcp.redirected caller: patient's hcp.